Event description:
While placing a central venous catheter for emergent hemodialysis, the patient's skin was improperly anesthetized with sodium chloride instead of lidocaine during placement. This resulted in unnecessary pain to the patient. The lidocaine vials were not inside the kit, and the sodium chloride vials looked very much like the lidocaine vials and there were paper labels below the vials which said lidocaine on them. The provider did not read the label on the vial until after he realized the patient was not properly anesthetized. We have a device issue tied to an ed medication error with bard dialysis catheter kits. We have reported the issue to (B)(4) but it should also be reported to the FDA through a medsun report. The issue is that there is an attached separate package holding the lidocaine 1%, 5 ml ampule which is easily detached from the primary kit. A provider used normal saline instead of lidocaine in the event. Bard needs to redesign this kit as this could happen to anyone not reading the medication label on the ampule. The kit contents label says it contains lidocaine 1% ampule but the ampule labeling looks similar to that of the normal saline ampule in the kit and can be misread. All sizes of the kit are involved.